Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited post sensed t-wave oversensing. The patient did not receive therapy during the event. Programming changes were discussed and planned.